Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb). (B)(4).

Event description:
Covidien received information stating that the 840 ventilator was inoperable. Patient involvement information was not available at the time of report.